Event description:
Distributor reported that when an attempt is made to secure the side panels "a" and "b" closed, the teeth will not align. No patient incident or injury was reported. The customer did not provide a date when this was discovered.

Manufacturer narrative:
Product was requested to be returned for evaluation but has not been received. Note: instructions for use state; never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Never use the bed if the zipper pull-tab is missing or broken. Never leave the patient's bedside until all access panel zippers are securely closed. Quick-release buckles must be connected and closed on both of the two side access panels before leaving the patient alone. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. (B)(4).